Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years seven months post filter deployment, CT revealed ivc filter at the l2-l3 and prongs extending beyond the ivc lumen, including one prong which courses through the lumen of the abdominal aorta. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter limb detachment, filter migration and pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter migrated, struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut remained in the lung. The patient was diagnosed with pulmonary embolism and experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years and five months of post deployment, a computed tomography angiogram of chest was performed which showed questionable tiny filling defect in the posterior basal segment of the left lower lobe may be suspicious for pulmonary embolism. Around, one month later, a computed tomography angiogram of chest was performed for chest pain and dyspnea. Performed it revealed there was an filter at the l2-l3 level. An inferior vena cava filter with prongs extending beyond the lumen, including one prong which courses through the lumen of the abdominal aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava. However, the investigation is inconclusive for filter limb detachment, filter migration and pulmonary embolism (pe) post deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,g3, h6(conclusion). H11: h6(method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter migrated, struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut remained in the lung. The patient was diagnosed with pulmonary embolism and experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years seven months post filter deployment, CT revealed ivc filter at the l2-l3 and prongs extending beyond the ivc lumen, including one prong which courses through the lumen of the abdominal aorta. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter limb detachment, filter migration and pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter migrated, struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut remained in the lung. The patient was diagnosed with pulmonary embolism and experienced chest pain; however, the current status of the patient is unknown.